Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was charging more than expected. The patient charged their device the previous wednesday night until 1:30 am thursday morning. The patient saw the tear drops on the recharger. It was unknown if the patient saw the charge complete screen or the 90-100% charge screen. The patient had a knee replacement surgery on the thursday prior to the report at 7:30 am and they turned their implantable neurostimulator (ins) off before the surgery. They turned the ins back on the friday morning after the surgery around 10 am. The patient noted that their ins was depleted on saturday but later noted that they saw the ins was depleted on friday morning so it is unclear when the ins became depleted. The patient could not turn their ins on because the battery was depleted. The patient was unable to charge until saturday when the patient¿s husband got a recharger for the patient. The patient¿s settings were on group a with program 1 and 2 at 4.40v. The patient charged on saturday and when they got up on the morning of the report they had no charge again. The month prior to the report that patient¿s battery had gone ¿all the way down¿. The patient had been charging since 8 am on the morning of the report and their ins had not charged. The patient got their programmer and noted that the programmer battery was full and their ins was ¼ charged. The programmer said that the patient was standing but they were sitting in a wheelchair. The patient saw an ¿ins battery low screen¿ on their programmer. The patient got their recharger and noted that their ins was on, the sound was on, the recharger battery was full, and they were charging their ins between 25-50%. The patient¿s coupling went from 8 bars to 4 bars to 2 bars. The patient noticed these issues with charging after their knee surgery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up from the consumer reported that they were still charging too frequently. The consumer used to charge every 14 days and at the time of the report it was noted that the consumer was charging every week. The consumer noted that she has to charge on mondays and then the implantable neurostimulator battery is down by saturday. The consumer also reported that at one time she got a call your physician error screen as well. The consumer had not recently been reprogrammed but has had to increase the parameters. The consumer never turns stimulation off. They had their settings at 3.7 v or 3.8 v on two channels, but at the time of the report they had to increase it to 5.6 v or higher in order to get stimulation. The consumer felt as though this was an indication that their battery was going out. The consumer already notified the managing health care provider of her concerns and there is no planned intervention. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were charging the ins more often, and they were feeling that the ins battery was "going out". The patient mentioned "I've been having problems" with keeping the ins on as well stating they lowered the stimulation to "three thirty" at night and increased the stimulation to "five seventy to run it" during the day. The patient stated that once the stimulation is increased, they notice a loss of stimulation within 30-40 minutes, sometimes as little as 15 minutes "before it shuts off". The patient said they had groups a and b, and they have to use b "for it to stay on". The patient noted this had been occurring for the last 3-4 months. The patient also stated the ins was "acting different" and "acting funny". The patient was directed to follow-up with their healthcare professional. No further complications were reported.